Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitor issued an alert for a code that indicated this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was depleting. Device data was sent to technical services (ts) for review as premature battery depletion was suspected. Upon review of the stored information, ts confirmed that the s-ICD was experiencing premature battery depletion and suggested the device be explanted. Ts stated therapy remains unaffected at this time and discussed appropriate approximate change out time frame to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the remote home monitor issued an alert for a code that indicated this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was depleting. Device data was sent to technical services (ts) for review as premature battery depletion was suspected. Upon review of the stored information, ts confirmed that the s-ICD was experiencing premature battery depletion and suggested the device be explanted. Ts stated therapy remains unaffected at this time and discussed appropriate approximate change out time frame to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the product was returned for analysis, thus indicating it was explanted.

Event description:
It was reported that the remote home monitor issued an alert for a code that indicated this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was depleting. Device data was sent to technical services (ts) for review as premature battery depletion was suspected. Upon review of the stored information, ts confirmed that the s-ICD was experiencing premature battery depletion and suggested the device be explanted. Ts stated therapy remains unaffected at this time and discussed appropriate approximate change out time frame to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the product was returned for analysis, thus indicating it was explanted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.